Event description:
It was reported that the patient experienced pain at the ipg site and difficulty charging. It was also noted that the patient was not getting an adequate pain relief and overstimulation despite the reprogramming done. All device components were explanted and were not returned. No device malfunction was suspected.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months before the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18043105/18343047.